Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021 after receiving a vibratory alert. Upon examination of right ventricular (rv) lead, it was noted that there was noise and over-sensing of r waves on the lead which lead to inhibition of both pacing and high voltage therapies. It was observed that the rv lead was not sensing r waves at lower heart rates. Also, patient felt symptoms of dizziness during the previous week. Further observation revealed rv lead having a decline in pacing lead impedance and increase in capture threshold. The lead was programmed temporarily and the therapy was turned off. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.